Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an ipom procedure on (B)(6) 2018 and absorbable straps were used to fixate mesh. During the procedure, the surgeon detected that the clips attach less than halfway through the firing, which leads to failure of attaching the net. The nurse switched the instrument and the procedure was continued. No complications for the patient. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional summary: the device was returned for evaluation and with no damage in the external components. The provided device was activated manually and straps were delivered properly. After testing, the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident.